Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a visual inspection upon the received condition and found that both sides of the lock levers were detached/broken off/missing from the (blue) plastic reprocessor connector. The missing/detached/broken lock levers were not received for inspection. A functional test was unable to test the connecting tube with the in-house oer-elite reprocessor machine due to the missing/detached/broken off lock levers. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. The event can be detected by following the instructions for use (IFU) which state: abnormality is detectable by performing the following inspection. 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the connecting tube cannot be connected to the channel connector in the reprocessing basin. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Update to h4.